Manufacturer narrative:
(B)(4). Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections.  Although the incident product was not returned; the root cause of the customer's experience was likely the jaw not springing back automatically. If the jaws do not spring back automatically or in time, clips may reach the jaw prior to it being completely open, leading to improper clip loading and closing. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap cholecystectomie- "during the procedure, the first clip fell out of the jaws into the abdomen before placing around the structure. Second clip was placed on the ductus and the clips came of the structure very easily. Another clip applier was used." Patient status - "ok."